Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) indicated the reason for the device replacement was pump nearing end of battery life. There was no product problem or therapy issue that led to the replacement. No further complications were reported/anticipated or expected.

Manufacturer narrative:
"The pump was returned to the manufacturer for analysis. The pump was replaced on (B)(4) 2017, due to the elective replacement indicator (eri). It was indicated the replacement was routine, and there was no allegation against the device." If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned to the manufacturer for analysis. The pump was replaced on (B)(4) 2017, due to the elective replacement indicator (eri). It was indicated the replacement was routine, and there was no allegation against the device. The patient's indication for use and medical history included intractable spasticity and cerebral palsy. It was reported the device had been used to deliver 2000 mcg/ml of baclofen at 1450 mcg/day. The patient status at the time of the report was "alive-no injury." No further information was provided.

Manufacturer narrative:
Evaluation of implantable pump serial number (B)(4) revealed residue in the motor gear train and wearing on the upper shaft of gear number two. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding.  Although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned to the manufacturer for analysis without a complaint. The pump had been replaced on (B)(6) 2017. The patient's indication for use and medical history included intractable spasticity and cerebral palsy. It was reported the device had been used to deliver 2000 mcg/ml of baclofen at 1450 mcg/day. The patient status at the time of the report was "alive-no injury." No further information was provided.